Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope when there was intermittent loss of capture on the right ventricular (rv) lead. Intermittent noise was seen through the analyzer, and was reproducible with movement. Fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.